Event description:
Boston scientific received information that this implantable transvenous right atrial (ra) lead was connected into a pacing system analyzer (psa) during an implant procedure. The recorded values were within normal limits. The lead was connected to a non-boston scientific device and the recorded ra pacing impedance was greater than 3000 ohms. The lead was re-connected to the psa and no measurements were recorded. The lead was removed and a replacement lead was implanted. When connected to the non-boston scientific device, the recorded values were within normal limits.

Manufacturer narrative:
Visual inspection by boston scientific's post market quality assurance laboratory identified two set of set screw mark on the terminal pin. Additionally, two set screw marks were noted on the silicone molded insulation instead of on the terminal ring. There was no sign of a set screw mark on the terminal ring. The lead was put through and failed electrical continuity testing due to fluctuation of the readings on the cathode channel. An xray examination revealed that the cathode coil-to-terminal pin appeared disconnected at the weld. It was concluded that the force from the set screw transferred onto the terminal pin may have disconnected the cathode coil from the terminal pin at the welding site.